Event description:
Bed won't go into trend.

Manufacturer narrative:
Tech found trend and bed hi/lo switches out of adjustment. Switches adjusted. Trend works fine. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.